Event description:
The customer reported that the unit would not operate on ac power. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturer's service technician confirmed the reported problem. The service technician replaced the power supply to address the finding. Applicable final testing was completed and tests passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.